Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged a stroke while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging they had a stroke. Medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During internal investigation found an unknown dust contamination on the top enclosure, rare panel, ui panel, bottom enclosure, and blower.evidence of sound abatement foam degradation/breakdown was not observe. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found zero error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Confirmed the presence of contamination. Sections d8, d9, h2, h3, and h6 were updated.